Event description:
Hcp reports the pt has been complaining of nausea, dizziness, and cold sweats when the pump reservoir volume falls below 4cc. The pt had reported having heart attacks related to withdrawal, but the physician is unaware of this. The hcp states the pt sees a cardiologist for cardiac problems. The hcp has been refilling the pump 4-5 days early. They state sometimes the pt has these symptoms at 4cc and sometimes does not have them at 2.5cc remaining in the reservoir. The physician states the pt has panic attacks and is not sure if the symptoms are real or psychological. The phsyician states the pump is functioning fine. The pt is presently doing just fine.